Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr). The event resolved without sequelae on (B)(6) 2016.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 449.6mcg/day; lot unknown) in flex mode via an implantable infusion pump. The patient experienced pump migration and pump wound dehiscence. The patient presented to the clinic for a pump refill, was ill and noted to have pump wound dehiscence. The issue was diagnosed (B)(6) 2016 via examination. Laboratory testing revealed a bladder infection, colonized bacteria around the dehiscence. The entire device system was explanted on (B)(6) 2016 and not replaced. The event had resulted in an emergency room (ER) visit, inpatient hospitalization, and prolongation of existing hospitalization. In regards to seriousness, the event resulted in life-threatening illness or injury. The event was considered related to the device or therapy and unrelated to the implant procedure. Event outcome was reported as ongoing. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.